Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device was showing the elective replacement indicator and the charging time was over 30 seconds. Replacement of the device was recommended. No patient complications were reported as a result of this event.